Event description:
The device was used during a left upper lobectomy procedure. Reportedly, the instrument broke. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.